Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100735208. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection in the penoscrotal incision site of the original surgery, pain, swelling and purulent drainage. As a result, the device was explanted, the area was washed out, and a tactra was placed. No further patient complications were reported.